Event description:
It was reported that the patient experienced shortness of breath. Upon interrogation, a capture and a setscrew anomaly were noted on the device. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event was not confirmed. The device was received without the rv/svc set screw. No anomalies were found during analysis.